Manufacturer narrative:
Additional device product code: mqp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, three (3) concorde bul pars broke. Cages were defragmented during the trial to put them in the intervertebral space so they weren¿t removed after implantation. No consequences for the patient reported. To complete the procedure the physician used another one type product. There was no delay during the procedure. This report is for one (1) concorde bul par 9x9x23. This is report 1 of 3 for complaint (B)(4).